Event description:
The patient¿s device was ¿not working correctly¿. On (B)(6) 2015, the patient was in the ER (emergency room) for 3 hours due to pain. The patient¿s pump doctor was consulted by the ER staff and he told them not to treat the patient and have her follow up with him. The patient called the office that day, but had not heard back from them as of (B)(6) 2015. The patient was very frustrated. Ever since implant, the patient had had problems and had had 8 weeks of constant pain. The patient had had 4 blood patches and had had fluid drained off her spine. The patient had a knot in her back that was so painful that she could not put pressure on it at all; she could not sit; drive in a car; or sleep comfortably. The patient¿s general practitioner told her that it was a fistula. The patient had become spastic again. The patient had to take percocet for pain. She was so upset that she wanted the pump removed and was asking for physician names in her area. It was later reported that the patient had an appointment scheduled with her pump managing doctor on (b)(46) 2015. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had the pump explanted on (B)(6) 2015, and she started having withdrawal symptoms including seizures starting on (B)(6) 2015 as well as back pain. This was a sudden change in symptoms. She had been having issues with the catheter for some time, and the anchor was causing her pain, which was part of the reason she wanted the entire system removed. The pump and a portion of the catheter was removed, but the patient was unsure whether the entire catheter was removed or not. The health care provider (hcp) only made an incision in the front around the pump, and the hcp stated he removed the catheter from the front side, but the patient was questioning whether the entire catheter could be removed that way. The patient had an x-ray over the weekend of (B)(6) 2015, and it showed the anchor was still in the patient, but there was no mention of the catheter. The patient's outcome was unknown. The concentration of the baclofen being delivered via the pump was 500 mcg/ml and the dose was 75 mcg/day. The indications for use were intractable spasticity and multiple sclerosis. The lot number was unknown. The cause of the issue was unknown. Follow up was being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)